Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial left ventricular (lv) lead "threshold appeared to rise suddenly post implant." The lead was capped and replaced with a previously implanted epicardial lv lead. No patient complications have been reported as a result of this event.